Manufacturer narrative:
Concomitant medical products: equinoxe replicator plate 4.5mm o/s (cat#: 300-10-45 / serial#: (B)(4). Equinox square torque define screw drive kit (cat#: 300-20-02 / serial#: (B)(4). Equinoxe, humeral stem primary, press fit 9mm (cat#: 300-01-09 / serial#: (B)(4). Equinoxe, humeral head short, 44mm (alpha) (cat#: 310-01-44 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4 years post initial tsa, the female patient was revised due to pain. Surgeon stated, the patients components were well fixated and the poly insert was in good condition. He believes the subscap may have not been functioning well and creating a painful shoulder. The exactech stem was converted to a reverse construct and 36 liner. The glenoid was removed, bone grafted, and a competitor's glenoid was implanted with 36 glenosphere. Case went well with no issues. The patient was left on stable condition. Photo received. The devices are not available for evaluation.

Manufacturer narrative:
(H3) as reported, approximately 4 years post initial tsa, the female patient was revised due to pain. Surgeon stated, the patient's components were well fixated, and the poly insert was in good condition. He believes the subscap may have not been functioning well and creating a painful shoulder. The exactech stem was converted to a reverse construct and 36 liner. The glenoid was removed, bone grafted, and a competitor's glenoid was implanted with 36 glenosphere. Case went well with no issues. The patient was left on stable condition. Photo received. The devices are not available for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event is an adverse event without identified device or use problem.